Manufacturer narrative:
Additional information: through follow-up we learned that the zcw375 intra-ocular lens concerned in this report had been implanted in the right eye on the 2nd july and was explanted on the (B)(6) 2020. Section d6a - (B)(6) 2020. Section d6b - (B)(6) 2020. Section h6: impact code: 4629. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: the product serial number was initially reported as (B)(6) (zcw375) in error by the customer. The correct serial number (B)(6) was confirmed on the 30th march 2021. As this product is not approved in the u.s. And is not considered same or similar to a device that is approved, therefore, the reported complaint is no longer considered a reportable event, and no further information will be provided under manufacturer report number 9614546-2021-07007.

Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been germany. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: in follow-up #1 section 6a: if implanted, give date: the date provided was (B)(6) 2020, however the correct date is (B)(6) 2020. Section d6a: (B)(6) 2020. Additional information: section d10: device available for evaluation? Yes. Section d10: returned to manufacturer? Yes. Section d10: date returned to manufacturer: 4th february 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the lens was cleaned and visual inspection under magnification revealed that the lens was returned cut in pieces, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: date unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. Phone: (B)(6). First name: not provided. Phone number: (B)(6). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient reports blurry vision and halos. The lenses have been implanted about 6 months ago and today an explant is planned. Through follow-up we learned that the lens in the left eye has since been explanted on the (B)(6) 2020. It had been implanted on the (B)(6) 2020. A new lens was implanted into the sulcus (non-johnson & johnson iol +23,50 diopter), no issues reported during this procedure. The lens was cut into three pieces and is available. Post-op left eye: -0,25 -0,75 5° vcc= 1,00 vsc 0,40. The lens in the right eye had been implanted on the (B)(6) and has not been explanted yet. It is unknown which lens corresponds to which implant date and was explanted. This report is for the zcw375 with serial number (B)(4). The other lens implanted is a zfr00v with serial number (B)(4). No additional information was provided.